Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety did not fully retract on a 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter during use. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd did not receive samples and/or photos from the customer facility for investigation. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. A CAPA was initiated for complaints relating to partial retraction. The CAPA investigation is still on-going and further improvements will be made as the potential causes of this issue are identified. Investigation conclusion: a CAPA was initiated for this issue in order to establish a root cause and implement necessary corrective actions. Root cause description: a CAPA was initiated for this issue in order to establish a root cause and implement necessary corrective actions. Pr# (B)(4). Rationale: based on an assessment of severity and frequency, it was determined that a corrective action (CAPA) is required at this time. A CAPA was initiated to determine the root cause associated with partial retraction and implement corrective actions in order to reduce/mitigate further occurrence of this issue. Refer to the referenced CAPA for related corrective and preventive actions.